Manufacturer narrative:
(B)(4). Method: the complaint ojr414vt optiflow junior 2 ventilator transition kit was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected by a trained f&p investigation engineer. Results: visual inspection of the returned device revealed that the tubing was detached from the right side of the cannula tube joint. Glue residue was also found inside the cannula tube joint. The detached tubing end found to have rough cut with no visible glue residue. Conclusion: we are unable to determine the cause of the reported fault. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr414vt optiflow junior 2 ventilator transition kit m would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in united kingdom has reported that the tubing of an ojr414vt optiflow junior 2 ventilator transition kit m was detached from the cannula tube joint during patient use. There were no reported patient consequences.